Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: removal of previous hardware l4-s1 with extension of posterior fusion and decompression 2l2. Previous fusion was on 2010. Revision date: (B)(6) 2015. Screws broke due to a non-union and adjacent segment. (B)(6) gender: female. Patient was fine post-surgery.

Manufacturer narrative:
(B)(4). Two (2) expedium di fav. Angle extended tab 7mm top loading poly screws [product code: 1797-99-745, lot code: aljc04] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the samples broke at the transition zone between the screws¿ polyaxial spheres and the screw shanks. The fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screws becoming broken cannot be positively determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.